Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had a power loss issue and the patient's blood glucose reading was over 500 mg/dl(reading high on the meter). During troubleshooting, customer support found that the alarm history indicated a replace battery alarm which led to the power loss/rebooting. Patient was advised to change to a new battery from a new pack and pump powered on appropriately. Patient remains on pump. Cs attributed the event to training/misuse. This complaint is being reported as the patient experienced hyperglycemia related to a use error.